Event description:
It was reported that 30 hours after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesions being treated were located in the 90% stenosed left anterior descending (lad) and right coronary artery (rca). The vessel diameter was reported to be 2.5mm. The lesion was pre dilated with a maverick 1.5 x 15mm balloon. The physician then deployed a taxus express2 8.8% 2.5 x 16mm drug eluting stent successfully at 11 atms in the rca. A second taxus 2.5 x 12mm stent was successfully deployed at 14 atms to the rca, proximal to the previous stent. The physician then pre dilated the lad with a maverick 1.5 x 15mm balloon. He attempted to place a taxus express2 2.5 x 24mm stent in the lad. This stent was not deployed. The physician dilated the vessel with a maverick 2.5 x 20mm balloon. The pt complained of mild chest and arm pain and was given fentanyl. The physician then deployed the taxus 2.5 x 24mm stent successfully at 13 atms to the lad. Integrilin bolus and IV drip, lovenox and nitroglycerin were given during the procedure. The pt's status was reported as stable. The pt presented with chest pain and EKG changes 30 hours post procedure. It was determined there was stent thrombosis at both stent implantation sites. The treatment was an angioplasty and timi 3 flow was restored. The pt's status is reported to be fine. In the opinion of the physician, there is an unknown relationship between the taxus stent and the stent thrombosis. Same case as MFR #6000093-2004-00225 and 00227.